Event description:
It was reported that the patient presented with neck pain, numbness and tingling in her face, hands, arms, and neck. In 2009 the physician reportedly mentioned the possibility that the patient might have cervical instability as a result of ehlers-danlos syndrome. An MRI conducted in 2009 did not reveal instability. On (B)(6) 2010 an MRI and a CT scan reportedly revealed no evidence of atlantoaxial/ligamentous instability. On (B)(6) 2010 the surgeon reportedly determined that the patient had a "tremendous amount of mobility" in the c1-c2 region. The surgeon advised the patient that she had atlantoaxial instability and required surgery. On (B)(6) 2010 the patient underwent a posterior c1-c2 spinal fusion with posterior instrumentation. Post-operatively, the patient began to experience, among other symptoms, "increased pain in her head and neck, very limited range of motion,severe headaches, trouble swallowing and loss of vision". The patient reportedly requested physical therapy, but allegedly the surgeon would not order pt. In late (B)(6) 2011 the patient presented to a neurologist complaining of her increasing post-surgical symptoms. An MRI conducted on (B)(6) 2011 reportedly revealed "no evidence of ligamentous laxity". On (B)(6) 2011 the patient presented to another physician for evaluation. On (B)(6) 2011 the patient presented to another physician for evaluation. The patient reportedly was caused to sustain severe and grievous injuries, prolonged pain and suffering, emotional distress, humiliation, discomfort, loss of enjoyment of life, and loss of ability to perform usual and customary activities. The patient reportedly underwent "medically unnecessary, experimental" spine surgeries where cervical and thoracic rods, screws, cages and rhbmp-2/acs were implanted. The patient has sustained injury within the past four years. The patient has allegedly undergone related follow up care, physical therapy, prescriptions, injections, and image studies.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.